Event description:
It was reported that the external pulse generator (epg) would not turn on. Troubleshooting steps included trying multiple batteries as well as checking their voltage, but the situation did not resolve. The epg was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event; device passed all functional tests. Upper case is broken and lower case is broken/contaminated. Ring cover is contaminated and two side bail covers are broken. Battery release, three case screws, battery drawer, and keyboard pad are contaminated. The ring is bent. Battery contacts are compressed.